Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (old: 2000 mcg/ml at 1100 mcg/day, current: 500 mcg/ml at 100 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that during surgery there was no cerebrospinal fluid (csf) flow from the catheter. The catheter had no flow until it was pulled out of the spine to "perhaps at l2 level". A new catheter was implanted which had excellent csf flow. The dose was reduced from 1100 mcg/day to 100 mcg/day and the patient was admitted for monitoring. The patient's weight was unknown. There were no environmental, external or patient factors which may have led or contributed to the issue. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.